Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer stated the buttons had intermittent respond. Customer was playing in the rain when the device alarmed. Customer didn't know his blood glucose level at the time the alarm occurred. The device was exposed to moisture due to him playing in the rain. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button respond due to the corroded keypad traces. No button error alarm was noted. No moisture damage was found inside the device. The device was received with cracked case at the display window corner and minor scratches on the display window.